Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) failed to capture. The lead was explanted, and the lv port was plugged. The patient was in stable condition.